Event description:
Report describes, "suffered a spontaneous deflation of the right implant the last week in february. This was not associated with any type of trauma, or other abnormalities." Explantation was required.